Manufacturer narrative:
On 07/14/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4). Stating: large robotic suturecut 8mm needle driver inspected by surgeon and scrub tech at beginning of robot case. Noted that suturecut was on it last use. During case, while instrument was in body, instrument snapped. Instrument immediately removed. Area was swept by surgeon to ensure no missing pieces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted pediatric pyeloplasty surgical procedure, the large suturecut needle driver instrument snapped while inside the patient's body. The instrument was promptly removed, and the surgeon swept the area to ensure there were no missing pieces. It was also noted that the instrument had been inspected by the surgeon and scrub technician at the start of the case and was found to be on its last use. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the procedure in question occurred at 3:30 pm. During the surgery, the instrument was being used for tying sutures when the cable snapped. The cause of the instrument breakage or fragment fall is unknown. The instrument had been in use for approximately 30-40 minutes before the issue occurred, with no prior functional issues noticed by the surgeon. There was no collision with other instruments or hard materials, nor did fragments fall during an instrument tip or accessory collision. Upon removal, the wrist was straightened, and the surgical staff felt slight resistance through the cannula, but no damage was observed to the cannula or instrument. There were no fragments as the cable simply snapped, and a scope check confirmed no additional fragments inside the patient. No additional surgical procedures or post-operative tests were needed, and the procedure was completed robotically. There was no injury to the patient, and there have been no reports of the patient returning to the hospital for post-surgical complications related to a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.